Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-10296, reference MFR report: 1627487-2012-10297. The pt ((B)(6)) received an scs system which included two leads (from different lots) and two lead anchors (from the same lot). It was reported stimulation stopped suddenly. The pt reported a raised lump over her lead anchor site and a ¿spinal type¿ headache which lasted 10 days. Diagnostic testing revealed impedance issues. Reprogramming was attempted; however, effective stimulation was not restored to all areas. Surgical intervention will be undertaken at a later date to resolve this issue. The MFR is unable to differentiate the lot number for the lead in question; therefore, both leads will be reported.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.